Event description:
It was reported that an ilet pump experienced unexpected shutdowns requiring placement on a charger to power back on, with concern for battery depletion; blood glucose at the time of reporting was 142 mg/dl, and the device problem aligns with unexpected shutdown potentially associated with a seal-related component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of synchronized diagnostic data. Investigation of this case revealed an unexpected shutdown issue with no evidence of battery depletion, and prior analyses for similar reports have identified an insulation-related problem traced to a seal component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.